Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vault prolapse procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle detached inside the patient. The physician tried to locate the needle by palpation. However, it is unknown if the needle is inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vault prolapse procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the needle detached inside the patient. The physician tried to locate the needle by palpation. However, it is unknown if the needle is inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: visual analysis found that one leg assembly is separated from its sleeve. Both dilators appear melted and have what appeared to be tool mark imprints. It may be that these imprints were left on the dilators by some type of rack used while the customer autoclaved or chemically treated the device, prior to returning it to boston scientific for evaluation. On the blue dilator, the suture is broken and frayed and the dart is missing. The mesh leg of the blue/white dilator does appear separated from the sleeve, which indicates that one side of the mesh was placed, and the leader loop cut, prior to the second leg being placed within the patient. A definitive root cause of the reported detachment could not be determined, however, based on the reported details and the physical condition of the returned device it is likely that operational factors ultimately contributed to the detachment of the dart: the bullet likely detached from the suture while the physician was pulling the second leg for placement.